Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument body label was removed for evaluation of the eccentric washer assembly. Evaluation of the eccentric washer noted that it was secured. It was reported that the anvil was disengaged and the instrument was bent. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the instrument with 4.8mm staples on any tissue that will not comfortably compress to 2.0mm in thickness. The instrument should not be used if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window. Do not turn the twist knob more than one (1) turn counterclockwise after firing. Doing so may result in difficulty in removing the device or separation of the anvil assembly. Fully extend the center shaft of the stapler by turning the twist knob counterclockwise until it stops. Mate the anvil/center rod assembly to the stapler by inserting the blunt center rod into the center shaft of the stapler and push firmly until the center rod clicks into its fully seated position. This click will be tactile and audible. Manually inspect the attachment to ensure that the center rod and stapler are fully mated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid colon resection procedure, at the time of colon and rectum anastomosis, the anvil and handle were docked and tightened and while entering the rectal lumen, the anvil got disconnected and the anvil's connection area had expanded. The surgeon expanded the incision range by less than an inch and used a new anvil with the same handle to resolve the issue.